Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 48x80 mm abdominal aortic aneurysm. The aortic neck was 21 mm in diameter proximally and distally with a length of 30 mm. The right common iliac and the right internal iliac arteries were 30 mm in diameter. The left common iliac artery was 22 mm in diameter and the left internal iliac artery was 19 mm in diameter. The right common iliac artery was 60 mm in length and the left common iliac artery was 15 mm in length. It was reported that there was a type ib endoleak from the left limb. The endoleak was attributed to the short common iliac artery. The internal artery was coil embolized and the external iliac artery landing was extended with a 16/16/93 and a 16/13/93 endurant limb. The endoleak was confirmed to be resolved. No additional clinical sequelae were reported and the patient is fine. The physician commented that the left common iliac artery was measured and it was as short as 15mm in length 3 years ago. The right common iliac artery was aneurysmal and the external iliac artery landing was performed so that the left side had a short landing zone length but the stent graft was landed in the common iliac artery. Therefore, the type ib endoleak was an expected result. It is 3 years since initial evar was performed.